Event description:
It was reported that this valve failed in the operating room but the pt was not injured. Additional information was requested and on 17 sep 2014, the following was received from the distributor: during testing of the product for an insertion of ventricular peritoneal valve procedure, the connection between the catheter and reservoir had a leak. Date of the incident was not provided. The product was not used or implanted on the(B)(6) female pt. The pt was already anesthetized/medicated when problem occurred. There was a 30 minute surgical delay but there was no pt adverse consequence as a result of the delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.